Event description:
The report received indicated that the distal tip of the wire broke in the patient's postero-lateral branch of the right coronary artery. The physician attempted to remove the wire tip with a snare, but it was unsuccessful. Consequently, the tip of the wire was stented against the coronary wall to secure it. The patient is doing well.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.